Event description:
The customer contact reported blood loss. It was reported that during an MRI, the catheter was placed in the pt's femoral vein under general anesthesia. The catheter placement was reported as difficult. The pt had been receiving unspecified IV fluid prior to the procedure; however, the IV fluids were being held pending if the pt was able to take oral fluid prior to the catheter removal. At an unspecified time after the catheter was placed, the nurse was called to the bedside. At this time, blood was noted underneath the occlusive dressing that covered the insertion site. The volume of blood loss was unspecified. After cleansing the insertion site and flushing the catheter with normal saline, the nurse noted a kink in the catheter and leakage from a hole near the hub. It was reported that the nurse removed the catheter and pressure was applied to the area. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
One used device was evaluated. Testing found the catheter was kinked. A hole was also noted in the catheter where it connects to the hub. The most probable cause was damage from handling and needle usage. The info on reprocessing of the device was requested; however, no response has been received. This report represents all the info known by the reporter upon query by hospira personnel; (B)(4).